Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken. The returned percuflex plus ureteral stent was analyzed, and a visual and microscopic evaluation noted that the shaft was detached. Additionally, the suture was not returned. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Based on the analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Even though the event mentions it occurred when the package was opened, the suture of the stent was removed, indicating that the device was manipulated. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that during preparation. When the package was opened, the stent was found to be fractured. It was noted that the stent shaft was broken. The procedure was completed with another of the same device. The were no patient complications reported.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported that during preparation. When the package was opened, the stent was found to be fractured. It was noted that the stent shaft was broken. The procedure was completed with another of the same device. The were no patient complications reported.